Manufacturer narrative:
Additional information provided on event details, the device catalog number and lot number. The quality investigation is complete. Catelog number, lot number and gtin added.

Event description:
It was reported that a blade broke during a procedure. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation of product return

Event description:
It was reported that a blade broke during a procedure. No further information has been reported at this time.